Manufacturer narrative:
Based on the consultation between the surgeon and lifecell's chief medical officer (an experienced plastic surgeon with extensive experience using adms), it was determined that the gelatinous liquid reported was caused by fat necrosis. The presence of the liquefied fat prevented the incorporation of the devices over time. Internal investigation resulted in no remarkable findings, including 271 devices distributed with no other complaints against lot s10940 and device history record review with acceptable sterilization and no deviations or nonconformances revealed during processing with impact to product or patient safety. The devices were in place for approximately 1.5 years prior to the rotated implant and reported gelatinous liquid was first noted, with no signs of inflammation. Revision surgery was reported as performed on (B)(6) 2014, approximately 3 years after implantation and another 1.5 years after the rotated implant and gelatinous liquid was first noted. The standard of care consisted of surgical intervention to remove all implanted products (breast implants and strattice adm) in an attempt to identify the gelatinous liquid found in both breasts. The explanted strattice devices were not returned to lifecell for evaluation. Lot s10940 met all qc release criteria. Lifecell concludes that this event was caused by fat necrosis and was unrelated to the strattice devices. Explanted device discarded by physician.

Event description:
This report is a follow up report to the original report 1000306051-2014-00181 to report the outcome of a consultation between the surgeon and lifecell's chief medical officer (an experienced plastic surgeon with extensive experience using acellular dermal matrix - adm). Refer to the initial report for the original event description. A consultation on (B)(6) 2014 between the surgeon and lifecell's chief medical officer (an experienced plastic surgeon with extensive experience using adms) concluded that the cause of this event was fat necrosis. When the fat on the underside of the mastectomy skin flap is poorly perfused it can undergo necrosis. This can happen on a small part of the skin flap or on a large part. It can take several weeks to even several months for the dead fat to liquefy. Drains are usually pulled out before the dead fat has had a chance to liquefy. This explains the late presentation and the lack of any infection. When this happens the part of the lifecell device overlying the necrotic fat will not revascularize since there is no place for blood vessels to come from. This explains the greasy or oily component of the collection. Also, the presence of dead fat can cause an inflammatory reaction that is non infectious as the body tries to resorb or remove the now nonviable tissue. The only way to prevent this is carefully assessing the viability of the mastectomy skin flap not only by assessing the skin edges, but also by inspecting the fat. In obese patients with a thick layer of subcutaneous fat on the mastectomy skin flap, it may require removal of some of the fat prior to placing the lifecell device.

Event description:
It was reported that a female patient underwent a bilateral breast reconstruction procedure with lifecell devices on (B)(6) 2011. After about 1.5 years, the patient returned with a rotated implant (the date the incident occurred was not reported, thus is estimated as (B)(6) 2012). During this examination, a greasy gelatinous liquid was found. There were no signs of inflammation. The rotated implant was treated conservatively, but over time the breast felt unnatural so the surgeon proceeded to surgery. The patient was returned to surgery on (B)(6) 2014 to identify the liquid. The gelatinous liquid reported was found in both breasts. During the revision surgery, there was no fistulisation. The lifecell devices were found to not be revascularized and were easily pulled out. The breast implants and lifecell devices were explanted from both breasts and there was no evidence of implant leakage. It was also reported that "round tissue" was found (unclear due to translation). The result of the frozen section was benign. New breast implants were placed with no new lifecell devices or other adm (acellular dermal matrix) products. The surgeon is still waiting for the pathology results. The patient was treated with betaferon.

Manufacturer narrative:
Method of evaluation: review of information reported to lifecell; review of device history record for lot s10940; review of lifecell complaint system; results: investigation into lot s10940 resulted in no remarkable findings, including acceptable sterilization and no deviations or non conformances revealed during processing with impact to product or patient safety. A query of the complaint management system on 11/17/2014 revealed no other complaints against lot s10940. As of 11/17/2014, (B)(4) devices were distributed from lot s10940 with (B)(4) devices reported as implanted. Lot s10940 met all qc release criteria. Conclusion: device not returned - the explanted devices were discarded by the physician. Conclusion: internal investigation resulted in no remarkable findings, including (B)(4) devices distributed with no other complaints against lot s10940 and device history record review with acceptable sterilization and no deviations or nonconformances revealed during processing with impact to product or patient safety. The devices were in place for approximately 1.5 years prior to the rotated implant and reported gelatinous liquid was first noted, with no signs of inflammation. Revision surgery was reported as performed on (B)(6) 2014, approximately 3 years after implantation and another 1.5 years after the rotated implant and gelatinous liquid was first noted. The standard of care consisted of surgical intervention to remove all implanted products (breast implants and lifecell devices) in an attempt to identify the gelatinous liquid found in both breasts. The source and identification of the gelatinous liquid could not be determined but it was reported that there was no evidence of implant leakage. The explanted devices were not returned to lifecell for evaluation. The devices as a contributing factor to the presence of the gelatinous liquid, while unlikely, cannot be ruled out. Lot s10940 met all qc release criteria. The presence of the unknown gelatinous liquid would have affected the incorporation of the devices over time. If lifecell receives additional information, including the pathology results, a follow up report will be filed. Devices were discarded by the physician.